Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, upon removal from packaging, the implantable pacing lead (ipl) appeared to be kinked approximately three inches back from the tip. It was also reported that the packaging was particularly hard to open. Packaging did not appear to be damaged. The ipl was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. The analyst noted that according to the reported: "the packaging was particularly hard to open. Packaging did not appear to be damaged", and the finding during the time of analysis that the stylet has been damaged. It is likely that the damaged stylet occured at the time the physician opened the package. The lead was tested. All standard test results were passed.